Event description:
It was reported that during preparation for a valvuloplasty procedure, the balloon valvuloplasty catheter allegedly would not thread onto the guidewire. It was further reported that the balloon valvuloplasty catheter was exchanged over the guidewire for another and the procedure was successfully performed. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was returned. The investigation is confirmed for device-device incompatibility, as an in-house guidewire encountered some resistance passing through the distal tip. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during preparation for a valvuloplasty procedure, the balloon valvuloplasty catheter allegedly would not thread onto the guidewire. It was further reported that the balloon valvuloplasty catheter was exchanged over the guidewire for another and the procedure was successfully performed. There was no patient contact.